Event description:
(B)(4). Chronic yeast infections, bleeding/spotting, itching, burning and stinging, abdominal spasms, chronic discharge, abnormal menses, painful intercourse, frequent urination, breast pain, severe bloating, chronic constipation, weight gain, headaches, brain fog, forgetfulness, anxiety, mood swings, elevated blood counts, metal allergies, heart palpitations, hair loss, swollen glands, dry skin.